Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. When the catheter was being introduced into the sheath, a large number of bubbles were aspirated. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.